Event description:
It was reported that an angio-seal vip was deployed in the common femoral artery, after a cardiac catheterization procedure. The pt returned 31 days later for another procedure. A femoral angiogram revealed a moving thrombus anomaly at the site of the angio-seal implantation. There were no reported adverse consequences to the pt.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. Two paper print radiographic images were received with the event. There was no identification on the images. Handwritten on one image was "in 2007 6f vip as, lot # 2032711." This image represents a contrast enhanced angiogram of a lower extremity. An indwelling catheter was present on the image. The second image had "one month later, no as used" handwritten on it. This image represents a contrast enhanced angiogram of the lower extremity in an oblique view. An irregular density was seen in the artery. The quality of these images is poor. There were no right or left markers or other identification on these images. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.